Event description:
A patient in (B)(6) had an estimated blood loss of 120ml when the content of the extracorporeal circuit was not returned to the patient following the observation of a broken male luer lock connector at the start of treatment.

Manufacturer narrative:
Additional manufacturer narrative: the review of the prismaflex m100 set device history record and complaint history files for lot number 14a2806g shows that we received no complaints similar to the reported event. The prismaflex m100 set was discarded and not available for inspection. The return male luer lock connector was reportedly observed to be broken.